Manufacturer narrative:
A device history report (DHR) review will not add value to this investigation as this is a known design issue addressed in a correction action preventive action (CAPA). The product device was received for evaluation both visual and functional testing were performed. Visual inspection found a crack in the return tube, which leaked water and damaged multiple internal components. The root cause of the reported issue was found to be a crack in the return tube. Replacement of the return tube and main printed circuit board (pcb) resolved the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that temperature was over at 35c. No patient injury was reported.